Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the "electrode slice" fell off the external pulse generator (epg) when it was opened from the package. No patient complications have been reported as a result of this event.